Event description:
It was reported that when preflushing the catheter prior to placement, the nurse found a sandhole with the catheter and immediately contacted us and retained the problematic product. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of an external leak in the catheter was confirmed but the cause is unknown. A single video of a functional test being completed on a 4fr s/l per-q-cath was returned for evaluation of this complaint. The catheter was on a csr wrap with other kit components (statlock stabilization device and foam strips). The catheter and kit components appeared unremarkable to gross visual observation. The t-lock assembly was still attached to the catheter¿s luer adaptor. It appeared that the stylet has been partially retracted through the t-lock septum. However, at least part of the stylet was still inlaid within the catheter lumen. A 20ml syringe, containing a clear liquid, had been attached to the side-tail luer adaptor on the t-lock assembly. As the syringe plunger was advanced, a dripping leak was observed emanating from the catheter shaft. The exact location of the leak in the catheter could not be determined from the video but appeared to be located within the first 3cm distal of the molded suture wings. Although a leak could be confirmed from the returned video, there were no distinguishing features which could aid in identification of a specific root cause. Possible contributing factors could include manipulation of the stiffening stylet within the catheter prior to flushing the catheter, compression of the catheter with the stylet still inserted, rapid/forceful withdrawal of the stylet from the catheter, or tensile (pulling) damage. H3 other text: evaluation findings are in section h11.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported that when preflushing the catheter prior to placement, the nurse found a sandhole with the catheter and immediately contacted us and retained the problematic product. No other information was provided.